Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted, however, the lead dislodged. It was noted that helix did not operate smoothly. The lead was removed. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.